Event description:
Caller reported a malfunction alarm on the pump, specifically malfunction code 12, and there were no significant events leading up to the issue. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided the caller with information on how to reset the pump and assisted in successfully doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arise.